Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2021-01882.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a ruby coil detachment handle (handle), pod packing coils (pod pcs), and a non-penumbra microcatheter. During the procedure, the physician made three attempts to detach the first pod pc with the handle without success. The pod pc was detached manually and the handle was no longer used in the procedure. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.